Manufacturer narrative:
The device manufacture date provided in the initial report was found to be incorrect; the corrected date is provided in this follow-up report.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse noted white precipitation build up within the hgb delivery and waste pathways. He replaced tubing associated with hgb delivery and waste, and flushed and cleaned the associated hgb chamber, valves and fittings to resolve the reported issue. This included waste drain for white blood cell (wbc) bath, wbc bath fill, wbc count tubing, wbc count valves, hgb waste tubing, and tubing connected to manifold mf 103. The fse also optimized hgb lamp, cuvette, and preamp for optimal hgb voltage. (B)(4).

Event description:
The customer reported repeated hemoglobin (hgb) daily check failures on a unicel dxh 800 coulter cellular analysis system, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.